Event description:
The customer reported a mp2 speaker malfunction with the confirmation of audio sound loss. There was no pt/user harm reported.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted once the investigation is completed.